Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted which was reproduced during evaluation by troubleshooting of the device. Multiple battery depleted messages were verified through a review of the event history log. Visual inspection found the symptom to be caused by a damaged alternating current power adapter which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a depleted battery. The reported problem was found in the medicine area. There was no patient involvement. No additional information is available.